Event description:
Procedure performed: laparoscopic cholocystectomy. Event description: complaint 1 of 5: (B)(4). Complaint 2 of 5: (B)(4). Complaint 3 of 5: (B)(4). Complaint 4 of 5: (B)(4). Complaint 5 of 5: (B)(4). Translation: during a laparoscopic cholecystectomy, the epix universal clip appliers (from applied) delivered only one clip out of two. When the clip was inserted at the level of the cystic artery, it did not come out of the forceps. There was therefore a risk of the artery being breached, with a risk of bleeding that could lead to surgical complications. The batches concerned have been set aside. Information received from applied medical representative via email 25oct23: no patient injury occurred. Nothing to report regarding patient status. He used another clip to resolve the situation. The issue was observed when the first clip was loaded or a subsequent clip was loaded. A clip properly sat into the jaws. The trigger could be moved as normal. A 5mm trocar was used. Patient status: no patient injury. Intervention: device replacement.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: laparoscopic cholocystectomy. Event description: complaint 1 of 5: (B)(4); complaint 2 of 5: (B)(4); complaint 3 of 5: (B)(4); complaint 4 of 5: (B)(4); complaint 5 of 5: (B)(4). Translation: during a laparoscopic cholecystectomy, the epix universal clip appliers (from applied) delivered only one clip out of two. When the clip was inserted at the level of the cystic artery, it did not come out of the forceps. There was therefore a risk of the artery being breached, with a risk of bleeding that could lead to surgical complications. The batches concerned have been set aside. Information received from applied medical representative via email 25oct23: no patient injury occurred. Nothing to report regarding patient status. He used another clip to resolve the situation. The issue was observed when the first clip was loaded or a subsequent clip was loaded. A clip properly sat into the jaws. The trigger could be moved as normal. A 5mm trocar was used. Patient status: no patient injury. Intervention: device replacement.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.